Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) coil impedance was high and out of range. A fracture was suspected. It was later reported that the device had an unexpected longevity at 3 years and 11 months to reach elective replacement indicator (eri). The rv lead and device were both removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 implantable pacing lead: (B)(6) 2010. A 5076-52 implantable pacing lead: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: 694765 lead - the distal portion of the lead was returned, analyzed and the svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. A distal portion was received measuring 52 cm.